Event description:
It was reported that the rigid video laparoscope experienced a no-image problem during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on outer tube, dents on distal edge, bent on tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "no image" cause not established. The most probable cause of the additional findings are due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.